Event description:
Boston scientific received information that during a follow up of this cardiac resynchronization therapy defibrillator (crt-d) and all of the leads. Noise was noted on the left ventricular (lv), right atrial (ra), and right ventricular (rv) leads. Loss of capture was seen on the lv lead as well as out of range pacing impedances on the rv and lv leads. A revision has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
A revision took place. During the revision impedances were fluctuating and loss of capture on the lv lead and noise on the ra and lv channel was noted. Upon explanting the crt-d it was noted that the header was broken. The device was replaced and the leads remained implanted. Additional information provided noted that the patient had fallen on his chest and had broken some ribs. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Information received noted that during the explant loss of pacing and sensing was noted and external defibrillation was administered. In addition the device had migrated to the axillary position due to the patient falling. All of the leads remain implanted with the newly implanted device. The explanted device will be returned for analysis.

Event description:
--

Manufacturer narrative:
Upon additional information, this event will be updated.